Event description:
Ambulance personnel were attending to a patient, condition unknown. Allegedly during an attempt at monitoring the patient's ECG, the device displayed an inappropriate ECG leads off message and a flatline. The operator replaced the patient cable assembly and was able to continue treatment to the patient. There were no adverse effects reported as a result of the alleged malfunction.